Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device threaded screw was stripped and the oscillating head was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the thread saw coupling was stripped on the sagittal saw attachment device. It was noted on the service order that the device was not working and no blades were fixing with the locking cavity through the tighter on handle. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date of this report was documented as nov 21, 2015 in the initial report. It has been updated as oct 19, 2015. Upon complaint review, it was determined that the description of event was incorrect. The updated event is as follows: it was reported from (B)(6) that during service and evaluation, it was observed that the thread saw coupling was stripped on the sagittal saw attachment device. It was noted on the service order that the device was not working and no blades were fixing with the locking cavity through the tighter on handle. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. (B)(6). If additional information should become available, a supplemental medwatch report will be submitted accordingly.